Event description:
As reported by our affiliates in mexico, this was a case with a 29mm sapien 3 valve in aortic position. Post valve deployment, due to two calcium chunks side by side, the valve skirt did not seal causing a paravalvular leak on each side. Paravalvular leak closure was performed with two plugs. The patient was stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for paravalvular leak was unable to be confirmed due to unavailability of applicable imagery/medical report. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "29mm sapien 3 case in aortic position. Post valve deployment, due to 2 calcium chunks side by side, the valve skirt did not seal causing a pvl on each side. Therefore, closure of the pvl with 2 plugs was done." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, it is likely that the presence of calcification prevented proper sealing by creating irregular contact between the pvl skirt and the implant site, giving rise to the paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.